Manufacturer narrative:
The tracheostomy tube holder was discarded and therefore unavailable for failure investigation. The lot number is unknown and therefore the date of manufacture cannot be determined. (B)(4)

Event description:
A caller stated that he had received a report from a customer of a problem with the tracheostomy tube holder that required the removal of the patient's tracheostomy tube. The customer reported that the velcro on the tracheostomy tube holder did not have sufficient adhesive properties. The caller did not know how long the tube holder had been in use on the patient. When the insufficiency in the adhesive properties of the velcro was noticed the item was replaced. The removed item was discarded and there was no lot number.